Event description:
No patient impact form provided by complainant. Email communication, telephone communication, and photographs provided are the information sources for this investigation. Patient was treated on (B)(6) 2025 with laser coring mode on the neck. Coverage parameters not provided, depth parameters stated as 2.5mm. After treatment the patient was prescribed antibiotics and topical steroid. The specific antibiotic prescribed was not reported. The topical steroid was reported as 1% hydrocortisone. The patient developed hypopigmented dots in a grid pattern across the entire treatment region. Photographs provided a year after treatment show that the scarring is still prominent. (B)(4) is a similar complaint. In (B)(4) grid pattern scarring post coring treatment on the neck was clearly visible after 6months. In that case the parameters used were 2% coverage and 2mm drill depth. The case under investigation used deeper drill depths at an unknown coverage. The treating physician in the previous case determined that the hypopigmented regions were likely scarring. This case appears to be the same. The root cause of this case is determined to be overtreating of the patient by selecting too aggressive depths for the patient and anatomical region being treated.